Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 11-mar-2020.

Event description:
The customer reported that the touchscreen is not responding. The biomedical engineer contacted product support and requested for assistance. The biomedical engineer has tried calibrating the touchscreen multiple times and it continues to not align on the second target. The customer reported that the unit was not in use on a patient. The biomedical engineer replaced the touchscreen to address the reported issue.